Manufacturer narrative:
(B)(4). The extension carrier has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The extension carrier broke apart when tunneling the bilateral leads during implant. The health care professional was able to recover the broken piece. The patient was not injured and recovered without sequela. A follow-up report will be sent if additional information becomes available.